Manufacturer narrative:
The reported field event of an rf anomaly was confirmed in the lab. A review of the memory registers confirmed the cause of the rf telemetry failure in the field was due to integrated circuit failure. Inductive telemetry with the device was still normal and impedance, sensing, pacing, shock, and patient notifier were still normal.

Event description:
It was reported that the implantable cardioverter defibrillator in the box could not be interrogated due to rf telemetry anomaly.